Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery is due for change.

Manufacturer narrative:
This report is being cancelled as there is no malfunction warranted with this iabp. The old batteries expired and this was only a routine battery change. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as there is no malfunction warranted with this iabp. The old batteries expired and this was only a routine battery change.